Manufacturer narrative:
The manufacturing location for this product is elitech. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd sedi-40 has been found experiencing erroneous results during use. The following has been provided by the initial reporter: llo error, (the blood collection tubes were filled correctly) also, several times qc values below the range.

Manufacturer narrative:
H.6. Investigation: bd received service report for the investigation. The equipment was tested/evaluated and the customer's indicated failure mode for llo error with the incident lot was not observed as was found to be functioning correctly. Based on the investigation, a root cause could not be determined. H3 other text : see h.10.

Event description:
It has been reported that one bd sedi-40 has been found experiencing erroneous results during use. The following has been provided by the initial reporter: llo error, (the blood collection tubes were filled correctly) also, several times qc values below the range.